Manufacturer narrative:
The device involved will not be returned to the manufacturer, so no evaluation is possible. No conclusion can be drawn. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and received medical care to treat the infection.

Event description:
The customer's mother reported that her son experienced two infections at the pod insertion site within three weeks. An antibiotic was prescribed by the family's physician in order to treat the infections. The customer also experienced pain at the site as well as scar tissue after the site had healed. The family will meet with a clinical specialist to discuss these issues. No pods will be returned for evaluation as they have been discarded.